Event description:
Procedure type: total anterior mesorectal excision (tme) according to the reporter: after firing the tissue specimen were complete but could not be taken apart. During digital examination it was noticed that there was a 1cm dehiscence. The colon pouch was removed, the site was closed, and a permanent colostomy was set. There was no blood loss or delay to surgery time. Currently the patient is receiving treatment for wound healing.